Event description:
The customer reported that their central nurse's station (cns) was not booting into the cns software after the facility experienced a power outage.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was not booting into the cns software after the facility experienced a power outage. The customer also reported that the "cns operation system set up. Please wait a minute" error message was appearing on the main screen. No harm or injury was reported. Bedside monitors and telemetry devices were being monitored at the cns. Service requested / performed: evaluation / repair: on 07/15/2020, no physical damage was noticed. On nihon kohden repair center (nk rc) evaluation, the reported problem was duplicated. The cns did not boot up and went to black screen. On 07/20/2020, the two hard drives (9000006111a) were recognized and replaced which resolved the issue: the unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 07/20/2020. No issues have been reported since. Investigation summary: the root cause of the issue is considered to be hard drive failure due to a power outage. A hard drive is a routine serviceable component. It is expected to be replaced periodically or as indicated. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. The reported issue does not warrant/require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. No further action is required at this time. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not booting into software after their facility experienced a power outage. The customer also reported that the "cns operation system set up. Please wait a minute" error message is appearing on the main screen. No harm or injury was reported. All telemetry devices are being monitored on this cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm: model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is not booting into software after their facility experienced a power outage.